Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 67 mg/dl. Bg cause was not known. Customers daughter assisted in waking the customer up to address issues. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.